Manufacturer narrative:
Submit date: 15/5/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit displays a dark screen. The customer states that the screen is blank and failed to light up. There is no visible damage to the unit.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.